Event description:
It was reported to boston scientific in 2007 the following: the aneurysm was very tortuous at internal carotid artery. A hyperform balloon 4-7mm was deployed at internal carotid artery. The excelsior sl-10 catheter was steam shaped and placed to the aneurysm. The distal end was held at distal neck. The positioning of both the catheter and the balloon were unstable. When the catheter moved, the balloon got moved due to friction. The silverspeed 10 guidewire was advanced to mca (middle cerebral artery ) distal and the balloon was held with half inflation. A gdc10 3d 6-10 and a gdc 10 2d 4-10 were deployed. After that, four coils were deployed. Then, the distal of the catheter moved out of the aneurysm. Therefore, it was repositioned to proximal neck. This gdc coil (device in question) was inserted into the aneurysm and tried to detach. The detachment sign was shown on the power supply. Pushed the current button and checked the detachment. When the coil was slightly pulled for detachment check, it wasn't detached. Though it was tried to insert into the aneurysm by pushing the delivery wire, one loop of the coil protruded to the vessel. Then, the coil (device in question) got detached without detachment electrically and caught in the distal end of the catheter. The coil (device in question) was come off from the catheter with inserting the wire. Though it was used with a gooseneck snare 2mm 4mm, it was failed to remove from the body. Then, the coil was adhered to the vessel wall with the hyperform inflation. The balloon was deflated and removed from the body. The protruded coil part (one loop) was adhered to vessel wall near optic artery in the internal carotid artery. The other part placed in the aneurysm. After that, thrombus occurred and missing flow was noted at the optic artery. Urokinase (60,000i.u.) Was injected. The thrombus was missing at the internal carotid artery after that. However, flow was missing from external carotid artery to optic artery. The thrombus and missing flow occurred after the coil (device in question) protruded, also touching the snare and balloon. After the procedure, the pt was able to see and was in good condition.